Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during pre-use checking, the power cord earth pin was found to be damaged. There was no patient involvement at the time the issue was discovered. The device was swapped out with another v60, but there was no reported delay in therapy. The customer called technical support to report that during pre-use checking, the power cord earth pin was found to be damaged. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the power cord and verified that the issue was resolved. The investigation concludes that no further action is required at this time.